Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient passed out due to hypoglycemia when the cgm was reading low but the receiver did not provide an alert sound. The patient could not recall the value on the cgm and did not check a manual blood glucose finger stick. The patient's son called an ambulance but cancelled the call because the patient had recovered after the son provided him soda. As a result of passing out, the patient stated he broke the bridge on his teeth. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.